Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not showing balloon pressure during use. The patient expired for reasons other than iabp therapy.

Manufacturer narrative:
Due to character limitation in e1, the postal code is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b2 (date of death), b4, d9 (return to manufacture date), e1 (initial reporter), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse successfully completed a simulated treatment with a testing catheter and trainer. Clear ECG, bp, and balloon waveforms were observed. The fse replaced the top lcd display assembly after identifying a vertical line on the display. The unit was calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing department received the following part associated with this complaint: top display assy. Lcd. This part was received with a reported unit failure message of vertical line on display. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed top display assy. Into the cardiosave test fixture and tested to the procedure. The fat dept. Verified the failure message of vertical line on display midsection. Please see attached picture. Top display assy. Failed testing. Retaining top display assy. In the fat dept. Per procedure. The most probable root cause is normal wear or component reliability.